Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d154awg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead's 14 month impedance trend showed a rise in impedance from 400 to 1472 ohms. The lead was evaluated during a device replacement procedure and was found to be intact. The lead also had indicated potential far field r-wave (ffrw) oversensing; however, the oversensing could not be reproduced with the new device. The lead remains in use. No patient complications have been reported as a result of this event.